Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. The pulse generator exhibited suspected undersensing occasional r-waves. No medical intervention or patient symptoms were reported.